Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of swelling, facial nerve pain, facial pressure, something "aggravated a nerve," sinus problems, the "turbinates in the left sinus are reacting to something," bruising, bleeding, and sinus swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: ¿injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days¿ duration.¿ adverse events: ¿the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.¿ post-market surveillance: ¿the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache.¿ ¿inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess.¿ ¿serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain.¿ ¿the onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks.¿ ¿the onset of ecchymosis generally varied from immediate to1 day post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases ecchymosis resolved within a few days to 6 weeks.¿

Event description:
Patient reported that approximately 11 months after injection with juvederm ultra plus, the patient developed left cheek swelling, facial nerve pain, facial pressure. Patient noted that they believe something "aggravated a nerve" and are having sinus problems subsequent to the treatment. Patient also experienced swelling on the left side of the face and thinks that the "turbinates" in the left sinus are reacting to something. Patient also indicated bruising and bleeding after injection. Patient noted bruising under left eye from the injection, which resolved 1 week post injection. Patient indicates feeling that the sinuses were swollen during injection. Patient was concomitantly injected with botox, radiesse and juvederm voluma xc. Patient stated that symptoms are improving, but not resolved. Patient also experienced due to all the pain and pressure, CT scans were performed with normal results. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00935((B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra plus, also a device manufactured by allergan.